Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded. It was further determined that the alert was triggered due to a magnetic snap closure in one of the patient's shirts, and the patient will no longer wear the shirt in question. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.